Event description:
Reporter indicated high lead impedance was noted at a vns pt's office visit. No trauma or device manipulation had occurred. The pt later had vns lead and generator replacement surgery. No anomalies were noted with the lead during surgery. Fibrosis was noted at the lead electrodes. The explanted lead and generator have been returned and are currently in product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.